Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), it was noted that the setscrew for one of the high voltage connections could not be engaged. The ICD was not implanted and will be returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the seal plug on the distal defibrillation port was torn and missing a small piece of material. The seal plug was moved and it was determined that the setscrew was missing. Microscopic inspection of the port noted no obstructions or any anomalies. Laboratory analysis determined that the missing setscrew and seal plug damage was most likely the reason for the clinical observations. It was also determined it was induced during the implant procedure.